Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Additional information was received: the procedure was an open craniotomy for avm resection. Implantation of aneurysm clips instead of avm clips was performed. There was an additional estimated one (1) hour of anesthesia time and the need for additional dissection of scar tissue to identify the appropriate location since a clip could not be used as a radiographic marker. The current status of the patient was noted as "doing well". Associated medwatch-reports: 9610612-2023-00279 (aesculap ag reference no. (B)(4). + fe964k), 9610612-2023-00280 (aesculap ag reference no. (B)(4). + fe964k), 9610612-2023-00281 (aesculap ag reference no.(B)(4). + fe963k), 9610612-2023-00282 (aesculap ag reference no. (B)(4). + fe963k), 9610612-2023-00283 (aesculap ag reference no. (B)(4). + fe962k), 9610612-2023-00284 (aesculap ag reference no. (B)(4). + fe963k), 9610612-2023-00285 (aesculap ag reference no.(B)(4).+ fe953k). Involved component: fe908k / phynox avm clip app fcps tub shaft90mm - lot 2380 (aesculap ag reference no. (B)(4).

Event description:
It was reported that there was an issue with the product fe964k - avm microclip phynox cvd.4mm sterile. According to the complaint description, the avm clips stayed open after being loaded and prepared on the applier. Four (4) clips were initially attempted. The patient was required to return to the operating room (or) after the interventional radiology (ir) procedure. Then, three (3) more clips were tried later that same day. A revision was required. Additional information was not provided, but has been requested. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2023-00279 (400634273 + fe964k); 9610612-2023-00280 (400634274 + fe964k); 9610612-2023-00281 (400634275 + fe963k); 9610612-2023-00282 (400634276 + fe963k); 9610612-2023-00283 (400634277 + fe962k); 9610612-2023-00284 (400634278 + fe963k); 9610612-2023-00285 (400634279 + fe953k). Involved component: fe908k / phynox avm clip app fcps tub shaft90mm - lot 2380 (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Update: after receipt of the devices, leading and involved components were confirmed. The phynox avm clip applier is now considered to be the leading material (aesculap ag reference no. (B)(4)), and all clips are involved components. Associated medwatch report: 9610612-2024-00051 (aesculap ag reference no. (B)(4) + fe908k). Involved components: 9610612-2023-00279 (aesculap ag reference no. (B)(4) + fe964k). 9610612-2023-00280 (aesculap ag reference no. (B)(4) + fe964k). 9610612-2023-00281 (aesculap ag reference no. (B)(4) + fe963k). 9610612-2023-00282 (aesculap ag reference no. (B)(4) + fe963k). 9610612-2023-00283 (aesculap ag reference no. (B)(4) + fe962k). 9610612-2023-00284 (aesculap ag reference no. (B)(4) + fe963k). 9610612-2023-00285 (aesculap ag reference no. (B)(4) + fe953k).